Manufacturer narrative:
The device was received by the philips bench repair. An evaluation was performed by the bench technician, and the reported issue was confirmed and traced to a faulty touchscreen. The bench technician replaced the touchscreen to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was returned to the customer to be placed back into service.

Manufacturer narrative:
Date of report: 20aug2021. (B)(6).

Event description:
It was reported to philips that the device had a touchscreen malfunction. Clinical usage is currently unknown but requests for further information have been made. There is no report of patient or user harm.